Event description:
Further follow-up revealed that the patient underwent generator replacement due to ifi - yes. The physician's programming system is performing as intended. It was reported that the increase in seizures was related to a taper in keppra and once keppra was restarted the seizures decreased. The physician indicated that the patient's seizures have been better with vns and the increase was only due to the taper of keppra. The increase in seizures was related to medication changes.

Event description:
Initially, it was reported that the patient's generator was unable to be interrogated due to normal end of service. It was also reported that the patient experienced an increase in seizures. The increase in seizures was believed to be a result of the battery depletion. The patient underwent generator replacement due to battery depletion. The explanted generator was received for analysis. Analysis of the generator was completed and identified that the generator battery was at ifi - yes. Other than the generator being at ifi - yes the device performed according to functional specifications. It is unknown whether or not the increase in seizures was above the patient's pre-vns baseline frequency.